Event description:
A customer reported that the pump's quick bolus and wake button was difficult to press and sometimes required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.